Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open/pipeline damage was not determined. The pipeline had not been positioned in a vessel bend when it failed to open. They had pushed the intermediate catheter to go upper in an attempt to open the pipeline. There was no damage or issue with the phenom catheter.

Event description:
It was reported that during an aneurysm blood flow diversion dense mesh stent implantation procedure, the ped2-375-20 stent tip failed to open smoothly after deployment of about 8mm. The aneurysm was located at the right posterior communicating segment of the internal carotid artery, unruptured, with a saccular morphology, a maximum diameter of 5.36 mm, and a neck diameter of 4.43 mm. The access vessel was the femoral artery with a diameter of 3.98 mm. Landing zone: distal: 3.21 mm and proximal: 3.74 mm. Vessel tortuosity was minimal. The stent tip was fusiform and could not open normally even after a second attempt. The ped2 stent and phenom27 catheter were removed and replaced with new ones to complete the surgery successfully. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was normal. The catheter was flushed as indicated in the instructions for use. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229103330); product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.